Event description:
A report was received stating that minutes after placing the listed tracheostomy tube into use with patient the ventilator in use alarmed "low pressure" and a significant amount of air was found escaping from the patient's stoma. The tube was immediately exchange reportedly inspected the removed tube to find that the cuff could not remain inflated. The rn reported that the patient's oxygen saturation levels remained stable throughout the event. No incident related medical sequela was reported.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file and follow-up report detailing the results of the evaluation. (B)(4).